Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.

Event description:
(B) (4) peripheral cutting balloon registry.it was reported that in (B) (6) 2003 the patient underwent treatment with the peripheral cutting balloon device for two lesions. The two lesions were restenotic. Target lesion 1 was located in the popliteal and was an eccentric and tight lesion. The target vessel was non-tortuous with mild calcification and had a reference diameter of 3.5mm. The target lesion length was 25mm and 95% stenosed. Target lesion 2 was located distally below the knee and was eccentric, tight with mild calcification and was located in a non-tortuous vessel segment. The reference diameter was 3.5mm and the lesion length was 20mm. There was 95% stenosis. The patient experienced pain during the procedure. There was a good result after re-pta. A minimal dissection was observed after four inflations. The location of the dissection was not provided. The post-procedure stenosis was 5% in both target lesions.the patient had a follow up visit in (B) (6) 2003. The target lesion site was patent with no adverse events or intervention in any vessel reported. Plantar gangrene is documented as healed. The patient had a follow up visit in (B) (6) 2004. The target lesion site was patent at this follow up visit. No adverse events or intervention in any vessel was reported and "healed" was noted.